Event description:
During the procedure physician used endeavor resolute rx to treat lesion (size: 29mm) in lad that exhibited 80% stenosis with moderate tortuosity and severe calcification. It is reported that the stent could not pass the lesion in the lad. When the device was removed from the patient, deformation of the stent was noted. The lesion was pre dilated with 2.0mm x 12mm balloon device at 10atm. The device was removed from packaging per IFU, inspected and prepped before use without any issues noted. Resistance was noted during the device advancement but no excessive force was used. The physician believes that the event was procedural related; not device related. The physician used a different brand same size device to complete the procedure. No patient injury or clinical sequelae were reported. ¿please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
Results: deformation problem (stent).

Event description:
Evaluation summary: the distal tip was damaged. The stent had severely deformed struts from the 9th distal stent segment to the 15th distal stent segment.

Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (80% stenosis with moderate tortuosity and severe calcification); inherent risk of procedure (stent deformation); no results available since no evaluation was performed (device not back for evaluation). Conclusion: unable to confirm complaint (device not back for evaluation); known inherent risk of a procedure. (Stent deformation); device failure related to patient condition (80% stenosis with moderate tortuosity and severe calcification). (B)(4).